Event description:
Customer reported when the nurse call cable is connected to the nurse call outlet, the cable does not have a tight fit. Customer was unable to provide any further info or the date when the issue was discovered. Customer reported there was no pt incident or injury when this was discovered.

Manufacturer narrative:
Results: eval of the returned alarm confirmed the reported issue. The nurse call cable does not have a secure fit when inserted into the nurse call receptacle and when the cable is moved the nurse call light toggles on and off. The nurse call receptacle's housing is damaged and the internal mechanism is no longer intact. Customer has attached a device onto the outside of the alarm case. There are cracks and scuff marks on the alarm case. There is a rattling sound inside the alarm case. The physical condition of the alarm indicates droppage of the device which could possibly contribute to the damage of the nurse call receptacle. (B)(4).